Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited high capture threshold and high pacing impedance. The lv lead was not used and replaced during the procedure. The patient was stable throughout.